Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported problem of missing 3d image was unable to be confirmed. The issue was unable to be replicated however during the device evaluation it was found that the front panel failed to operate due to faulty cp board. The concerned product has not been repaired before in the past year. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, the video processor was missing the 3d image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed/reproduced. Also, based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty cp board (printed circuit board) could not be identified. Olympus will continue to monitor field performance for this device.